Manufacturer narrative:
Concomitant products: multiple products were implanted, including: product ID (qty) g6950315 (9), g6956414 (4), g6956416 (1), g6957622 (4), g7750015 (1), g7752537 (1), g7756067 (3), mdt60-k2-3 (1). Although it is unknown whether any of the above mentioned devices caused or contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). The device was not returned , we do not have any applicable imaging films available. Hence, it is difficult to draw any conclusion.

Event description:
It was reported a patient underwent cervical posterior fusion at c2-7 levels (c4 skip) for lcs . Postoperative infection was observed. Revision surgery was scheduled to remove cross link. Doctor commented it was unknown about the cause and related to implants or not. The product came in contact with the patient. In the revision conducted , vertex select crosslink was removed and irrigated. The patient was observed. Surgeon's comment: causal relation of the implant and bone fuse to the event is unknown. Irrigation was maybe insufficient. The grafted bone fuse was grinded with autologous bones using electric bone mill. It was reported that a electric bone mill was used in the surgery.